Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise, had fractures, and suspected lead damage from a subclavian crush. The ra lead was also noted to have had a lead warning for low impedance measurements and a polarity switch had occurred several months prior. The ra and rv leads were explanted and it was unknown if they would be replaced in the future. No patient complications have been reported as a result of this event.